Event description:
It was reported that during a coronary stenting treatment procedure, no cross and stent damage occurred. Access was obtained via the femoral artery. The 85% stenosed lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). After predilatation with a non bsc balloon catheter, the physician advanced the 2.75 x 20mm promus element stent delivery system to the lesion and it was unable to cross. Upon retrieval from the lesion, stent damaged was noted. Promus element 2.5 x 38mm was used to complete the procedure. No patient complications were reported. The patient status was reported as stable.

Manufacturer narrative:
Product is a combination product. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, no cross and stent damage occurred. Access was obtained via the femoral artery. The 85% stenosed lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). After predilatation with a non bsc balloon catheter, the physician advanced the 2.75 x 20mm promus element stent delivery system to the lesion and it was unable to cross. Upon retrieval from the lesion, stent damaged was noted. Promus element 2.5 x 38mm was used to complete the procedure. No patient complications were reported. The patient status was reported as stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found the pigtail mandrel was inside the tip of the device. An attempt was made to remove the mandrel, however, it was causing the tip to stretch as it was stuck inside the tip. No issues were noted with the crimped stent and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).